Manufacturer narrative:
A philips remote service engineer (rse) remotely interviewed the customerand confirmed the unit was completely out of sound. The device will not give sound through its speaker when powered on even after replacing the speaker. It was uncertain if there was a speaker inoperative message present. The customer could not say when the issue was initially witnessed due to the fact it was handed over to him from a co-worker from the labor & delivery department. The speaker assembly was already purchased from philips, installed in the device, but the issue remains. The rse pointed out the possibility of the speaker being defective, and he informed the customer there would be a request for another speaker and to return the originally purchased speaker. The cause of the reported problem was not confirmed. The customer notified philips they will be taking responsibility for the repair of the unit. The device remains at the customer site.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that no sound was coming from the avalon fm50 fetal monitor despite the replacement of the speaker. The device was not in use at time of event, no patient involvement.